Manufacturer narrative:
Visual inspection, product history review, labelling review, risk assessment the plate was confirmed, by examination of the returned parts, to have a fractured locking mechanism post op. Manufacturing files were reviewed and no anomalies were found. Materials analysis was not performed as the fractured spring bar was a result of the screw backing out and removal of additional screws. Potential root causes include: poor surgical candidate or bone quality, excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over exerts.

Event description:
It was reported that the plate spring bar popped off inside patient post op. Patient underwent revision to remove the plate and put a new one on with rescue screws.